Manufacturer narrative:
The following devices were also listed in this report: 36 +5 biolox head; cat # unk_shc; lot # unknown. 36f 0° poly liner; cat # unk_jr; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding pain involving an unknown accolade stem was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant.   Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion: the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. No further investigation for this event is possible at this time as no devices and/ or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to thigh pain. The stem, head and liner were revised. Rep confirmed there were no intra-operative findings to indicate a possible cause or contributor for pain. Patient was revised to a restoration modular stem construct, femoral head, adm/ mdm poly insert and mdm liner. Rep confirmed that no further information will be released by the hospital or surgeon.